Event description:
The customer states that a chemotherapy patient generated a false (B)(6) architect hbsag assay result of (B)(6) on (B)(6) 2011 (sample 1). A new sample was collected on (B)(6) 2011 (sample 2) and generated a (B)(6) architect hbsag assay result of (B)(6). This sample also was confirmed with the architect hbsag confirmatory assay. Pcr testing was carried out on both samples and both generated (B)(6) results. Architect hbc ii assay testing was also (B)(6) for both samples. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). No return material was available to support the investigation. The abbott customer service representative provided information to the customer that even though the (B)(6) result is (B)(6), the (B)(6) antibody result is possible as the virus can still exist in the (B)(6) and that (B)(6) virus can be reactivated by a trigger such as chemotherapy. Customer service also referred to a phenomenon known as occult infection and mentioned that this type of illness can appear clinically. A lot performance investigation was conducted using an in-house retained lot of the architect (B)(6) lot (B)(4). Two commercially available (B)(6) panels ((B)(4) (7 bleeds) and (B)(4) (6 bleeds)) were evaluated and the seroconversion panel profile generated by reagent lot (B)(4) is comparable to the historical panel profile data previously generated. All control material results used during this evaluation were within specifications. Therefore, the sensitivity of this lot is deemed to be acceptable. The results of the investigation demonstrate that the architect (B)(6) reagent kit (lot (B)(4)) is performing acceptably. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(6) package insert ((B)(4)) contains information to address the customer's current issue. The current investigation demonstrated that the architect (B)(6) assay (lot (B)(4)) is performing within its intended use, label claims and specifications. No malfunction related to the performance of the device was identified. Method: review of complaint tracking and trending.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).